Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling face ("my face swollen"), and peripheral swelling ("my hands swollen"). The patient was treated with hysterectomy to remove essure. At the time of the report, the pelvic pain, fatigue, swelling face, and peripheral swelling outcome was unknown. The reporter considered fatigue, pelvic pain, peripheral swelling, and swelling face to be related to essure. The reporter commented: she recalls. "When she woke up from surgery she could feel the energy, like she had a burst of energy." Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.